Manufacturer narrative:
The manufacturer issued a recall notification to the identified customers who received the affected products. Additionally, the manufacturer notified the FDA los angeles district recall coordinator voluntary recall and gained concurrence of the customer letter prior to its distribution. On 3/17/2015, the voluntary recall was initiated. A lot history review was conducted and it was determined that a device history record (DHR) review was required. The lot met all release criteria. The monopty probe was returned for evaluation. The investigation in confirmed for a break, as the cannula hub and stylet hub were found to be broken. The investigation is also confirmed for failure to prime, as the returned device could not be primed during function testing. This is a known issue for the identified product code/lot number combination. The root cause was determined to be supplier related due to over-processed resin. The monopty instructions for use (IFU) provides general instructions for priming, firing, sampling and retrieval of samples from the device. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during preparation for an ultrasound guided biopsy, the device was not able to be fully primed. Another device was used to perform the procedure. There was no report of patient involvement.